Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump shows that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported her insulin pump is not working as designed. The customer had a high blood glucose reading of 410 mg/dl. Through troubleshooting it was determined that the insulin pump had a flush drive support cap. No further information given.